Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disturbed and unsteady picture (noisy image) was due to corroded connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a disturbed and unsteady, noisy, picture. The event occurred during reprocessing. There were no reports of patient involvement.